Event description:
A malfunction was reported on a customer's pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that a replacement pump with updated software would be provided, as their current pump was under warranty. The customer was advised to use manual daily injections as a backup therapy and given instructions on returning the faulty pump to avoid charges. The customer was instructed on storage mode procedures and programming the replacement pump with their settings, and they understood and acknowledged these instructions.